Event description:
It was reported that the handpiece would oscillate when in reverse; the device was running in the wrong mode. There was no pt involvement. There was no user injury or any adverse consequences reported as a result of this event. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported complaint was duplicated. Based on the investigation details, the likely cause was the anti-rotation pin lodged between the trigger and face plate. The anti-rotation pin was replaced along with other worn components.